Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the act button was unresponsive. No further details given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to flattened dome. The keypad connector was inspected and no anomalies noted. No cosmetic damage noted.